Event description:
A patient underwent a coronary artery bypass graft (CABG) procedure with concomitant cardiac ablation using an olh device. While positioning the olh clamp, the physician identified an injury, which was repaired with suture. The primary procedure was completed however, the concomitant procedure was aborted. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Manufacturer narrative:
Corrected b4 model number from "encompass synergy clamp (long)' to "olh".